Event description:
It was reported there was a volume discrepancy; the expected volume was 4 ml but the actual volume was 36 ml. It was reported an x-ray was performed and it was discovered the catheter was kinked at the site of the anchor. It was noted a follow up surgery would be scheduled to correct the kink. No patient symptoms or injuries were reported related to the event. The device system was used to deliver baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, explanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
Additional information: it was reported that following pump implant during the summer the patient was doing well but then suddenly had a return of spasticity and lack of efficacy. Imaging of the catheter showed that the catheter had backed out of the intrathecal space and was kinked "somewhat" at the site of the anchor where it met the fascia. A revision of the spinal segment took place and the kink was fixed. Following the revision the patient continued to not receive effective therapy (refer to manufacturer report # 3004209178-2012-10183).